Event description:
Customer reported screen was shattered. There was no reported impact to the customer¿s blood glucose level. Oow loaner pump case issue. Customer reverted to an alternative method of insulin therapy.